Event description:
It was reported that monitoring will be continued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited low out of range pacing impedance measurements less than 200 ohms. All other lead diagnostics were noted to be stable. The physician is considering options. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.